Event description:
Reportedly in the mode switch episode recoded on (B)(6) 2018, a discrepancy between the tachogram and the egm was noticed. Accelerated p waves at the end of the episode were observed on the tachogram, whereas sinus rhythm and no accelerated p markers were observed on the egm.

Event description:
Reportedly in the mode switch episode recoded on 21 february 2018, a discrepancy between the tachogram and the egm was noticed. Accelerated p waves at the end of the episode were observed on the tachogram, whereas sinus rhythm and no accelerated p markers were observed on the egm.

Event description:
Reportedly in the mode switch episode recoded on 21 february 2018, a discrepancy between the tachogram and the egm was noticed. Accelerated p waves at the end of the episode were observed on the tachogram, whereas sinus rhythm and no accelerated p markers were observed on the egm.

Manufacturer narrative:
(Implantation date) updated.